Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that a male pt, post acute mi (myocardial infarction) was taken to the cath lab for stemi. Found several lesions with 80-90% occlusion. A 40 cc fiberoptic intra-aortic balloon (iab) was placed through a sheath (insertion site unk) while the pt was in the cath lab. It was stated that the fiberoptic icon was green, so the catheter had been "zeroed" in the cath lab. However, the intensive care unit (ICU) staff stated that they did not have an arterial pressure wave form from the fiberoptic and the pump was using the transducer waveform. They tried to go to the fiberoptic, but there was no waveform present. The staff stated that they did not look at the fiberoptic sensor (fos) status codes. The next thing that the staff told the clinical support specialist (css) is that the pump would just stop pumping without any alarm. The css tried to assess if the pump was pausing or had actually stopped pumping. The staff told the css that the pt was in a sinus rhythm with frequent pvcs (premature ventricular contraction). At times the pt was having couplets (pvcs). The css told the staff that the pump might pause with the pvcs if there was no pulse pressure for the pump to assist. The staff stated that this was not a pause, they found the pump status in the "off" position and there was no alarm message on the screen. The pump was making a constant audible tone. There were waveforms on the screen. The css asked if the little led lights on the control head were blinking or solid. The staff said they were solid. The css asked if the umbilical cord could have come loose and the screen was blanking out; the staff replied "no." The css asked what they did and one of the other nurses on that night said that they had seen this before and all they did was press the reset key and start pumping again. The css explained that the pump should not go to the "off pump status" unless there was a helium alarm or a system error alarm. Again they stated that there was no alarm message on the screen. The css asked if they knew which pump had given them the problem and they did not know the serial number. The css again asked them if the pump had just paused or had stopped pumping. They said if stopped pumping. The css explained that the pump might pause every 20 minutes when using the fiberoptic balloon to do a recalibration of the timing algorithm; it also might pause if there was no pulse pressure to assist, but it would start pumping with the next trigger or after its recalibration. The css and staff discussed having them contact the hot line if they ever had something like this happen again. The css also asked the staff to save the iab for out lab to evaluate. According to the staff the pt was stable and was waiting for surgery (coronary artery bypass graft). It was noted that there was no paper in the recorder.